Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was attempted to be implanted. It was noted that, during the implant procedure, low amplitude and undersensing in all vectors was being exhibited, the system was attempted to be repositioned multiple time, with no success. Eventually, it was decided to explant this system and implant and implantable cardioverter defibrillator (ICD) system instead. This system is expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was attempted to be implanted. It was noted that, during the implant procedure, low amplitude and undersensing in all vectors was being exhibited, the system was attempted to be repositioned multiple time, with no success. Eventually, it was decided to explant this system and implant and implantable cardioverter defibrillator (ICD) system instead. This system is expected to be returned for analysis. No adverse patient effects were reported.